Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of the leadless implantable pulse generator (ipg), a threshold failure occurred, and the catheter repeatedly slipped towards the cardiac apex. Despite initial imaging confirming proximity to the junction, further imaging revealed a suitable position from the junction, leading to deployment. Post-operative echocardiography indicated pericardial effusion, cardiac tamponade, cardiac perforation, and subsequent blood pressure drops necessitated thoracotomy due to rebleeding after intensive care unit (ICU) transport. The incident is believed to have resulted from a strong gooseneck creation and difficulties manoeuvring in a narrow space near the base. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.